Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedance and a fracture. The rv lead was capped and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 8637-40, neuro pump; implanted: (B)(6) 2019, 8780, catheter; implanted: (B)(6) 2014, 5867-3m. If information is provided in the future, a supplemental report will be issued.